Event description:
It was reported that the pace-per-minute on the external pulse generator could not be adjusted, that it stayed at 80 beats-per-minute. The generator was returned for service. Follow-up determined that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Rate dial will not adjust. Encoder flex is damaged and out of specification. Upper and lower case halves are broken. Both bail covers, bails, and two case screws are missing. One pcb (printed circuit board) flex is creased. Battery contacts are compressed. The ring is bent. Battery drawer is contaminated. Lcd (liquid crystal display) is damaged and missing segments. Pcb flex connections are not closed. It is noted that the damage was caused by a non-medtronic person disassembling and reassembling the device. Lcd was removed and put back into place without removing the encoder flex assembly. This opened rate connection making it not adjustable. Rtv (room temperature vulcanizing) sealant has been removed from connections on the lcd pcb.